Event description:
The distributor called to state that a product concern may exist at hosp. The facility contact from hosp reported the following: the hosp contact stated that there were no product concerns at this facility. Info was given about a pt who originally had the IV catheter device inserted on 11/12/96 while in the hosp emergency dept without any difficulty. The pt ws transferred to medical ctr on 11/13/96. The facility contact at medical center reported the following: on 11/15/96, the pt complained of pain at the insertion site, and the medical record also shows documentation of edema at the site. On 11/16/96 pustules were noted around the insertion site. At this time, the device was discontinued and blood cultures were obtained. The blood cultures were positive for staph. The pt was treated with ivancef. Because of the infectious process a scheduled open heart procedure was postponed. The device was discarded at medical ctr.